Event description:
It is reported that the surgeon was unable to fix the cement plug. Another plug was opened and used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.